Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test due to motor error alarm. The insulin pump had a scratched display window, cracked case at display window corner, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. No moisture damage noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that they received a motor error alarm. The customer's blood glucose was 224 mg/dl at the time of incident. The customer's daughter mentioned that there was leak in the reservoir compartment. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter stated that they were unable to rewind the insulin pump. The customer's daughter stated that the insulin pump was not exposed to high magnetic fields. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.